Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's control iq feature was not working properly, resulting in elevated blood glucose levels (value not provided). Data review by tandem technical support confirmed the pump was functioning as intended; however customer maintained the pump was not functioning properly. Tandem technical support made multiple follow up attempts with the customer; however, no response received.